Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient underwent a transvaginal sacrospinous fixation procedure on unknown date along with possible hysterectomy and/or pelvic-floor reconstruction and suture was used to fix the vault with the sacrospinous ligament. Following the procedure, it was possible that the patient developed mostly asymptomatic postoperative cystoceles grade two and enterocele. It was also reported that the patient had a possible hemorrhage, which was managed by blood transfusion and pressure packing of the vagina immediately after the operation. The patient experienced, probably, persistent gluteal pain for more than a year, persistent vaginal bleeding, post-operative urinary complaints of either stress or urge incontinence and granulation tissue, which managed with silver-nitrate application. Mild-to-moderate gluteal pain was responded well to analgesics for three-seven days and resolved within three months. Additional information has been requested.